Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was treated for low blood glucose by emergency medical. It was stated that the customer ate ice cream and bolused insulin without checking the blood glucose. It was stated that the cause of low blood glucose was too much insulin and exercise. It was also stated that the customer believed that he delivered insulin. Troubleshooting was not performed at the time of call.